Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 99% stenosed lesion was located in the moderately tortuous and calcified mid left anterior descending (lad) artery. The physician pre-dilated the lesion with an unk 2.5mm balloon. Then the physician attempted to implant a taxus express2 3.00x16mm drug eluting stent. However, the stent delivery system was unable to cross the lesion. Once the stent delivery system was removed from the patient's body, the physician noted that the middle portion of the stent was lifted. The procedure was completed with an unk bare metal stent. No patient complications occurred. The patient status is good.

Manufacturer narrative:
The device was returned for analysis, and initial visual examination of the returned device was consistent with the complaint incident. A visual and microscopic examination found that the stent was damaged. The struts on the first and second proximal stent rows were slightly raised and the struts in the middle of the stent at rows seven and eight from the proximal edge were misaligned. This type of damage is consistent with the delivery system encountering some form of restriction. There were kinks along the entire length of the device. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined, and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A recommended sized product mandrel (0.015 inch) was inserted through the lumen with no restrictions noted. The manufacturing records have been reviewed, and no issues or discrepancies were found. The most probable root cause for this event is operational context due to the likelihood of anatomical and or procedural factors encountered during the procedure factors encountered during the procedure which contributed to the reported event.